Event description:
A baxter europe representative reported a customer notified that an operator had spiked the anticoagulant and saline bags opposite as they should be. The rptr stated the donor rec'd 338 ml of "acd" instead of saline. The donor exhibited symptoms described as a citrate reaction. This occurred in the first 3-4 minutes of the plateletpheresis procedure. The reaction was controlled at the center and the donor left in good condition. Treatment if any, was not disclosed. Follow-up verified the donor remained in good condition. The donor declined to fill out a complaint report when leaving the donor center.